Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they needed to get a representative in their local area to meet them at a doctor's appointment. Patient stated that they hadn't used the device in quite some time because the device was not working like it was supposed to. Patient said that every time they met with the representative and had adjustments made, the ins would work for a little while, however then the ins would stop working. Patient said that it had gotten to the point where when they moved their neck in certain directions, they would get shocked and almost urinate themselves. When asked for the event date, patient stated that the last time they spoke with a representative was probably more than 6 months ago, however they did use the therapy for a while after the representative reprogrammed the device and the therapy worked for just a little bit, however the therapy stopped working again. Pt said that they also hadn't charged the device in so long either. Pt said that another reason they hadn't used the device was because not only would they get shocked, but charging the ins was a pain in the butt because they had to lay on their side. Pt said that they had one leg so trying to roll over and lay their left side over on the recharger paddle was not that easy. Pt said hcps wanted them to meet with a rep to see if ins should be removed or not.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.